Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial#: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient had their battery replaced thursday a week ago ((B)(6) 2016) and confirmed this was due to normal battery depletion. Pt states during the replacement doctor decided that they did not like where the initial stimulator was put. Patient did not know if doctor put a new stimulator in or just switched locations from her left to their right side. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.